Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 01-jul-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent birth control. The consumer's (B)(6). On (B)(6) 2015 the consumer experienced perforated fallopian tube (coil into the omentum). In (B)(6) 2015, hsg (hysterosalpingogram) was done and discovered a fractured device. On (B)(6) 2016, patient was hospitalized for total hysterectomy due to the fractured coil perforating fallopian tube and embedding into omentum. Essure was removed. The outcome of the events was recovered / resolved with sequelae. Company causality comment : this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and about 7 months after essure insertion, she was hospitalized for total hysterectomy due to the fractured coil perforating fallopian tube and embedding into omentum. She had essure removed. These events, seen as device breakage and fallopian tube perforation respectively, are serious due to hospitalization. Only device breakage is unlisted in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and most often during insertion. In addition, during difficult insertion/removals, single cases have been reported of essure breakage. In this case, it was reported that fallopian tube perforation occurred on the same day of insertion. The device breakage was diagnosed about 3 months after essure insertion. Considering their nature and compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up information received on 30-aug-2016. Uterine/tubal perforation and device breakage questionnaire were received: patient's demographic data were updated. She was (B)(6) at time of adverse events. Her medical history included 3 pregnancies with 3 live births. Ectopic pregnancies, c-sections, spontaneous abortion, and voluntary pregnancy termination were denied. She had no previous gynecological intervention. Last menstrual period before insertion occurred on (B)(6) 2015. There was no abnormal finds prior to insertion. Essure was placed on (B)(6) 2015, during follicular phase. She was not breastfeeding at this time. The following procedures were applied during insertion: cervical dilatation, sounding and analgesia (oral). The insertion and the visualization of tubal os were considered easy; the fluid loss during hysteroscopy was less than 1500cc and the procedure took less than 20 minutes. Instructions in the information for use (IFU) were followed and there was no deviation from the insertion procedure described in the IFU). There were no complaints immediately after essure insertion. On (B)(6) 2015 the patient underwent a hsg (hysterosalpingography) to confirm tubal occlusion and tubal perforation (unilateral; right side) was diagnosed. Patient had no symptoms. According to the reporter the perforation occurred after coil deployment. Essure position in the left tube was correct, but in the left tube partial perforation/embedment was observed (½ coil was outside of tube) second essure confirmation test was not performed. Although it was not medically necessary the patient requested essure removal. On (B)(6) 2016 patient had the device removed. Method of removal: robotic hysterectomy. Broken pieces were retrieved from fallopian tube. Pathology results, sign of infection and inflammation were denied. Intraoperative findings showed more than half pitch essure device protruding though fallopian tube without attachments to surrounded organs. When asked to describe how the breakage occurred, the reporter stated that he had no sure as no breakage was noted on surgery later. Patient had no injury. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and about 7 months after essure insertion, she was hospitalized for total hysterectomy due to the fractured coil perforating fallopian tube and embedding into omentum. She had essure removed. According to follow up information, more than half of essure device was protruding through right fallopian tube and it was embedding itself into the omentum. In addition, the breakage occurred in the middle of the device. These events, seen as device breakage and fallopian tube perforation respectively, are serious due to hospitalization. Only device breakage is unlisted in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and most often during insertion. In addition, during difficult insertion/removals, single cases have been reported of essure breakage. In this case, it was reported that fallopian tube perforation occurred on the same day of insertion. The device breakage was diagnosed about 3 months after essure insertion. Considering their nature and compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required via surgical intervention. Technical analysis is being sought.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated fallopian tube right (embedding itself into the omentum) / migration of essure device location of device: omentum") and device breakage ("device breakage") in a 34-year-old female patient who had essure (batch no. 7873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, analgesia on (B)(6) 2015 and total hysterectomy on (B)(6) 2016. Concurrent conditions included bloating, chickenpox, depression, bleeding genital, dysmenorrhea, pain of extremities and menorrhagia. Concomitant products included levonorgestrel (mirena) from 2011 to 2015 for contraception as well as alprazolam (xanax) since 2015, ibuprofen and vicodin (norco) in 2016. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain and complication of device insertion ("perforated fallopian tube right (embedding itself into the omentum)"). On (B)(6) 2015, the patient experienced stress ("psychological or psychiatric problems condition: stress") and anxiety ("psychological or psychiatric problems condition: stress and anxiety regarding the broken device"). In (B)(6) 2016, the patient experienced haematoma ("other injury(ies) or complication please describe: hemotoma"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"). The patient was hospitalized on (B)(6) 2016. The patient was treated with lorazepam (ativan), antidepressants, surgery (hysterectomy (full) , salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the fallopian tube perforation and complication of device insertion had resolved. At the time of the report, the device breakage, vaginal infection and haematoma outcome was unknown and the stress and anxiety had resolved. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered anxiety, device breakage, haematoma, stress and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. (B)(6) 2015 - hysterosalpingogram (cont.): essure position in the left tube was correct, but in the right tube partial perforation/embedment was observed (½ coil was outside of tube) on (B)(6) 2016- surgical pathology report showed- diagnosis: a: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy. Cervix: benign ectocervix and endocervix with small nabothian cysts - no dysplasia or malignancy identified. Endometrium:- benign proliferative endometrium- no atypia, hyperplasia, or malignancy identified. Myometrium:- benign myometrium with no nodules or masses identified- focal full thickness defect near right cornu with metallic wire embedded in adjacent myometrium, measuring 3.6 cm in length and attached to caress of the right fallopian tube. Fallopian tube, right:- fallopian tube with adjacent small walthard cell rests and no malignancy identified- no metallic wire identified within lumen of tube fallopian tube, left:- fallopian tube with metallic wire present in lumen and no malignancy identified. Clinical history- history of pelvic pain. Per epic notes, she had essure placement in (B)(6) 2015: (B)(6) 2015 showed both fallopian tubes obstructed with findings consistent with fracture of the outer coil of the right essure device_ patient concerned for possible migration of the device and opted for hysterectomy and bilateral salpingectomy. Gross description: received is one appropriately labeled container, additionally labeled "uterus, cervix, bilateral fallopian tubes + essure" and consists of a 64 gram. 7.5 x 4.5 x 3.2 cm uterus with attached left flmbriated fallopian tube, 7.3 cm long x 0.5 cm in diameter and right fimhriated fallopian tube, 5.5 cm long x 0.5 cm in diameter. The uterine serosa is pink/tan smooth and glistening and near the right cornu on the fundus there is a 0.4 cm in diameter full thickness defect that opens up within the endometrial cavity. Embedded in the myometrium adjacent to the full thickness defect is a coiled flexible metal wire. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, perforation of the fallopian tube". Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record was received events added from pfs- pain, vaginal infections, stress, anxiety, device breakage, abdominal pain. The event migration of essure device location of device: omentum clubbed to previous events. Reporter information, lot number, concomitant disease, concomitant drug were added. Lab data were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated fallopian tube right (embedding itself into the omentum) / migration of essure device location of device: omentum") and device breakage ("device breakage") in a 34-year-old female patient who had essure (batch no. 7873- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, analgesia on (B)(6) 2015 and total hysterectomy on (B)(6) 2016. Concurrent conditions included bloating, chickenpox, depression, bleeding genital, dysmenorrhea, pain of extremities and menorrhagia. Concomitant products included levonorgestrel (mirena) from 2011 to 2015 for contraception as well as alprazolam (xanax) since 2015, ibuprofen and vicodin (norco) in 2016. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain and complication of device insertion ("perforated fallopian tube right (embedding itself into the omentum)"). On (B)(6) 2015, the patient experienced stress ("psychological or psychiatric problems condition: stress") and anxiety ("psychological or psychiatric problems condition: stress and anxiety regarding the broken device"). In (B)(6) 2016, the patient experienced haematoma ("other injury(ies) or complication please describe: hemotoma"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"). The patient was hospitalized on (B)(6) 2016. The patient was treated with lorazepam (ativan), antidepressants, surgery (hysterectomy (full) , salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the fallopian tube perforation and complication of device insertion had resolved. At the time of the report, the device breakage, vaginal infection and haematoma outcome was unknown and the stress and anxiety had resolved. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. The reporter considered anxiety, device breakage, haematoma, stress and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. (B)(6) 2015- hysterosalpingogram (cont.): essure position in the left tube was correct, but in the right tube partial perforation/embedment was observed (½ coil was outside of tube) on (B)(6) 2016- surgical pathology report showed- diagnosis: a: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy. Cervix: benign ectocervix and endocervix with small nabothian cysts - no dysplasia or malignancy identified. Endometrium:- benign proliferative endometrium- no atypia, hyperplasia, or malignancy identified. Myometrium:- benign myometrium with no nodules or masses identified- focal full thickness defect near right cornu with metallic wire embedded in adjacent myometrium, measuring 3.6 cm in length and attached to caress of the right fallopian tube. Fallopian tube, right:- fallopian tube with adjacent small walthard cell rests and no malignancy identified- no metallic wire identified within lumen of tube fallopian tube, left:- fallopian tube with metallic wire present in lumen and no malignancy identified. Clinical history- history of pelvic pain. Per epic notes, she had essure placement in (B)(6) 2015: (B)(6) 2015 showed both fallopian tubes obstructed with findings consistent with fracture of the outer coil of the right essure device_ patient concerned for possible migration of the device and opted for hysterectomy and bilateral salpingectomy. Gross description: received is one appropriately labeled container, additionally labeled "uterus, cervix, bilateral fallopian tubes + essure" and consists of a 64 gram. 7.5 x 4.5 x 3.2 cm uterus with attached left flmbriated fallopian tube, 7.3 cm long x 0.5 cm in diameter and right fimhriated fallopian tube, 5.5 cm long x 0.5 cm in diameter. The uterine serosa is pink/tan smooth and glistening and near the right cornu on the fundus there is a 0.4 cm in diameter full thickness defect that opens up within the endometrial cavity. Embedded in the myometrium adjacent to the full thickness defect is a coiled flexible metal wire. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, perforation of the fallopian tube". Lot number 7873 is reported invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 02-nov-2016: ptc global number (B)(4). Note: received questionnaire about breakage had comment "no breakage was noted on surgery later". Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information was received on 14-nov-2016 from physician via operative report. The x-ray noted the device was broken but it was not found to be broken on surgery. On (B)(6) 2016 she came for robotic assisted total laparoscopic hysterectomy, bl (bilateral) salpingectomy, cystoscopy. The pre-operative diagnosis was fractured right essure device and post-operative diagnosis was right essure device perforating through the right fallopian tube. She had normal size uterus, normal right and left ovaries and fallopian tubes, more than half of the right essure device protruding through the right fallopian tube with one flimsy attachment to omentum easily released without any other attachments to surrounding organs. Left fallopian tube not seen during surgery and palpated in left fallopian tube after specimen was extracted. Normal bilateral ureteral jets on cystoscopy was reported. She was taken to the operating room where general endotracheal anesthesia was obtained. Attention was then turned to the uterus. Both mesosalpinx, uteroovarian ligaments and round ligaments were serially cauterized with the pk device and cut sharply with the scissors. Anterior and posterior leaves of the broad ligament were then incised inferiorly with the monopolar scissors and bladder flap was dissected down and completed bilaterally. Bilateral ureters were visualized and were away from site of dissection. The uterine arteries were skeletonized bilaterally and serially cauterized and cut with excellent hemostasis obtained. Colpotomy was then made along the colpotomy ring with the bladder adequately deflected downwards. The colpotomy was continued circumferentially until the uterus and cervix were amputated. The specimens were all taken in one piece attached through the vagina: uterus, cervix, bilateral fallopian tubes and right essure device attached to the right fallopian tube. The vaginal cuff was then closed using 2-0 barbed suture from either angle with careful attention to secure the uterosacral ligaments bilaterally. All pedicles were inspected and hemostasis was confirmed under low pressure. Bilateral peristalsing ureters were visualized and were far below the level of dissection. The robot was then undocked and cystoscopy was performed. Normal bilateral ureteral jets were seen. Bladder integrity was inspected and intact. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, approximately 8 months after essure insertion, was hospitalized for total hysterectomy due to perforated fallopian tube right (embedding into the omentum). The initial event broken coil right (in the middle) was deleted owing to physician's clarification that no breakage was noted on surgery and as per product technical analysis. The perforation event, serious due to hospitalization, is anticipated in the reference safety information of essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, fallopian tube perforation occurred during the insertion. Considering the nature and circumstances of the event, a causal relationship cannot be excluded (related). This case was classified as incident since device removal was required. A product technical analysis concluded that, due to the lack of batch number and complaint sample, a product quality defect could not be confirmed but was considered plausible.